Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan to report the onetouch ultralink meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. The patient manages her diabetes with insulin pump therapy. Two days afterwards, the patient reported to have experienced the symptom of ¿low results¿; she was unable to specify her symptoms. The patient received no treatment and did not seek any medical attention. Troubleshooting revealed the test strips were correct and the battery did not need to be replaced. The issue was not resolved. The meter and test strips were replaced. The patient did not provide specific symptoms but stated she felt her blood glucose levels were low after the meter issue occurred and she was unable to test her blood glucose level. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. In addition, a secondary issue was noted when the meter was found to have a contaminated battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.